Event description:
Physician noted a loose filament hanging down from the guidewire as he was about to put in the guidewire for an nth time (n between 1 and 4, but not=1). He thought that it had come from the guidewire. Note: upon return, it was determined that a section of the coating had been scraped off the guidewire, thus the loose filament.

Manufacturer narrative:
Although we cannot find any physical fault with the watusi guidewire, visual and functional testing of the insertion tool accessory did reveal some roughness around the proximal and distal tip of the hypotube used in the insertion tool. This resulted in the scraped coating from the guidewire. Subsequent testing produced this result only if the guidewire was inserted beyond a 15 degree angle.